Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clips were used in the rectum during a polypectomy procedure performed on (B)(6) 2024. During the procedure, both clips were unable to deploy. The procedure was completed with a non-boston scientific clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.